Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the observed air could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain of peritoneal dialysis therapy on the homechoice machine. The patient was connected to the device at the time of the observed air. Therapy was ended and the nurse was advised to notify the peritoneal dialysis registered nurse of the event. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.